Event description:
It was reported that the console had low energy. The procedure was completed with this device. There were no patient complications.

Event description:
It was reported that the console had low energy. The procedure was completed with this device. There were no patient complications.